Event description:
Nurse went to use a defib in the ER and attempted to lift the defib by the handle. The handle broke causing the defib to start falling. The nurse tried to prevent the device from falling and had a minor cut from the sharp piece broken on the handle. No patient harm.device #1is this a laboratory device or laboratory test?no.